Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient hasn't used their device for 8 months because it bothered them. Patient has experienced a loss or change of therapy. The consumer thinks their ins started bothering them right after she started taking gabapentin for their sciatica leg nerve. Patient reporting having a lot of bladder problems and the patient has intersticial cystitis. Patient thinks the ins caused the sciatica leg nerve and intersticial cystitis. Patient told their healthcare provider (hcp) they were sick of the pain and the patient was put on gabapentin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
As this event does not have any product issues associated with it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review, patient code (B)(6) also applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) now applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.